Manufacturer narrative:
(B)(4). The pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test.

Event description:
It was reported that the customer experienced high blood glucose at the level of 531 mg/dl. Customer was hospitalized on (B)(6) 2018. Customer blood glucose at time of hospitalization was 600 bg/dl. Customer was treated IV insulin. Customer reported an absence of occlusion alarm. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.